Manufacturer narrative:
It was observed that the torsion spring, which controls the trigger mechanism, was failing to return the trigger to the correct position consistently. As a result, the internal rack was unable to engage properly, preventing the outer sleeve from translating appropriately. It is likely that the torsion spring became compromised or deformed, causing intermittent failure in the advancement of the outer sleeve.

Event description:
It was stated that during the case the reduction gun got stuck on the rod/screw. Took a little while to release it . A piece of metal chipped off and was retrieved.